Manufacturer narrative:
(B)(4).

Event description:
The pt experienced intermittent head bobbing. He had a short in his left side implantable neurostimulator system which had been programmed around. The health care professional examined the system and noted: "right done at 3.0v c/8 1426, c/9 1627, c/10 1779, c/11 1443, 8/9 2594, 8/10 3250, 8/11 2612, 9/10 2904, 9/11 2612, 10/11 2722." She also reported "4.4v, 240 pw, 60 rate 11+ and 9- with 2464 therapy impedance." The system was palpated but the results were not provided. The hcp considered taking x-rays. Additional information has been requested, a follow-up report will be sent if additional information becomes available.